Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. When they took the battery out of the battery well and placed it back in, the device turned on. The complainant indicated that there was no pt involvement in the reported failure.